Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; the device had broken/damaged components. The devices were repaired and returned. This issue was reported under (B)(4). This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported floor plates which hold the ambulance cot anchors in place during patient transport were broken. There was no patient involvement.